Event description:
Reportedly, the atrial impedance is < 300 ohms. Once the atrial sensing is unipolar, it is impossible to switch it back to bipolar. It presents safety issue for the patient since there is atrial oversensing of non-physiological potentials on the atrial channel.

Event description:
Reportedly, the atrial impedance is < 300 ohms. Once the atrial sensing is unipolar, it is impossible to switch it back to bipolar. It presents safety issue for the patient since there is atrial oversensing of non-physiological potentials on the atrial channel. The lead is a non-microport lead.

Manufacturer narrative:
No data was provided on the described issue. The investigation is based on a similar reported case on an alizea active device. The reported atrial impedance less than 300 ohms is the unipolar impedance. The bipolar impedance has most probably been measured less than 200 ohms, triggering, as per specification, the impossibility to program the polarity to bipolar. The result of the bipolar measurement less than 300 ohms is not displayed to the user. The atrial bipolar measurement being less than 200 ohms, the device did not program the atrial pacing and the sensing polarity to bipolar. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.